Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches, cough, throat dryness and irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged headaches, cough, throat dryness and irritation. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal part of the device and found dust/dirt and fibrous contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, the air inlet of the motor, and on the heat plate was inconsistent with degraded sound abatement foam contamination. The presence of contamination within the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer could not confirm the customer complaint and concludes there was no evidence of sound abatement foam degradation but confirms the presence of contamination in the airpath from external source. Section h6 has been updated in this report.